Event description:
It was reported that the device depleted the battery prematurely and would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause of the malfunction to be failed capacitor, designator c24, on the digital pcb assembly. Excessive current leakage due to the capacitor depleted the battery pre-maturely. A replacement device was provided to the customer.